Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device did not charge on the supplied ilet charger, though it successfully charged on other inductive chargers, and a replacement charger was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued device use without interruption. Investigation included customer technical troubleshooting. Investigation of this case revealed a suspected charger malfunction. It was concluded that the event was related to a suspected power supply accessory failure.